Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v907290, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient was on the surgery schedule for a lead revision. The likely plan was to remove the peripheral leads and place two new MRI safe epidural leads, and likely a new MRI safe implantable neurostimulator (ins). The patient still reported ~40% pain relief, per the hcp. The date of the revision was unknown and was not present on the schedule. If additional information is received, a follow-up report will be sent.